Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the customer livanova (B)(4) learned that the device was positioned inside the operation theater with the fan positioned away from the operation table. The customer reported that the device was cleaned according to the instructions for use. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device was not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium intracellulare. There is no known patient involvement.

Manufacturer narrative:
Through follow-up communication, livanova (B)(4) was notified that the heater-cooler system 3t tested positive for mycobacterium chimaera.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). The unit was returned to livanova (B)(4) for a deep disinfection procedure. The unit was decalcified, biofilm removed and the hoses replaced. The vacuum kit was upgraded and the unit was disinfected with puristeril and hot water. After drying the unit and subsequent functional testing and test run the unit was returned to the customer. Additional spare parts replacement was suggested to the customer and left to their discretion. Livanova (B)(4) has initiated corrective and preventive actions for issues of this kind.